Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, during an unspecified therapeutic procedure, the camera head was flickering. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, g3, h2, h3, h4, h6, and h11. Corrected fields: g2. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faded rear cover, and failed water leak test due to tiny hole in the cable. Based on the results of the investigation, a definitive root cause could not be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, during an unspecified therapeutic procedure, the camera head was flickering. The procedure was completed with a similar device. There were no reports of patient harm.